Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8447724. Device history review: device history reviewed 07 oct 2019 1 unrelated non-conformance on this lot number final micro and sterility tests passed. (B)(4) units released. Expiry date: 31-dec-18. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint b)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2017: the patient underwent a right total knee arthroplasty for degenerative joint disease due to rheumatoid arthritis. Attune implants were utilized with depuy cement x2. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2019: the patient underwent right knee revision due to suspected aseptic tibial tray loosening. Intraoperatively, surgeon notes that tibial tray is loose at implant-cement interface and notes medial tibia collapse addressed during revision (utilizing augments of the revision components). The femoral and patella are well fixed. Patella was not revised. All other components (femoral, insert and tibial) were replaced with non-depuy revision knee system and with non-depuy cement. Doi: (B)(6) 2017, dor: (B)(6) 2019 (femoral, tibial and insert).